Event description:
The pt reported that in 2009, she woke up at 9:00 am and found that the infusion set was disconnected from the infusion device and her blood glucose was elevated to 262 mg/dl. She changed the infusion set and bolused 6.5 units of insulin via pen. At 10:00 am her blood glucose measured 326 mg/dl and she bolused 8 units of insulin via pen. At 11:00 am her blood glucose had decreased to 176 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.